Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause for the explant was due to normal battery depletion. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study (sdy) regarding a patient with an implantable neurostimulator (ins). A device diagnosis of the ins unable to recharge with a clinical diagnosis of increased pain was reported. The patient reported the battery was not charging, and complained that the battery was unable to charge and the pain increased. The patient was re-instructed on the recharging time. The event was ongoing. The event was related to the device or therapy and was not related to the implant procedure. The event was specifically related to the patient's non-compliance with the recharge process. Per the physician, the patient got impatient and did not want to wait for the recharge process to be completed. On (B)(6) 2018, it was reported that the patient was without electricity due to a hurricane and was not able to recharge the device. This was related to usability issues as the patient had physical and cognitive difficulties with recharging. The device was recharged at the clinic on (B)(6) 2017. As of (B)(6) 2018, the patient still did not have electricity. On (B)(6) 2018, it was reported that the device was explanted on (B)(6) 2018 and the issue was resolved. No further complications were reported or anticipated.